Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An obvious decline in the pt's hearing performance was noticed on (B)(6) 2015. A history of head trauma was denied and problems with external devices were excluded. The pt had been re-implanted.